Manufacturer narrative:
(B)(4). The lot was manufactured february 10, 2015- february 11, 2015. The device was received for evaluation. Visual inspection identified that the tubing had completely detached from the junction with the stress member. Microscopic inspection was performed and showed traces of solvent on the tubing. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor detached from the stress member causing a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.